Event description:
Information was received from a manufacturer representative regarding a handpiece. It was reported that during an intraoperative mastectomy procedure, handpiece coag button delivered energy continuously when the button was not being pressed. It was further reported that the energy did not stop until the device made contact with tissue. Patient was present.

Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a surgical delay of less than an hour and no reported impact on patient outcome.